Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. The patient was provided with an ungrounded patient cable for use with the power module and no further pump stoppages have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years. The pump remains in use in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was experiencing low speed and pump off events while connected to the power module which started on (B)(6) 2015. The patient was not symptomatic during the events and no specific movements triggered the alarms. X-ray images of the driveline did not show any areas of concern externally but there was a potential area of concern internally that looked kinked. An ungrounded power module patient cable was sent to the hospital for the patient.